Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned. The investigation is currently underway. Upon completion of the investigation, a supplemental report will be filed. D4 (expiration date is unknown) h4 (device manufacturing date is unknown) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a hole in the tube of the pleurx pleural catheter causing leakage. The catheter is in the pleura. The valve was changed and drainage was successful. No exposure to blood / bodily fluid. No medical intervention was reported. No patient injury was reported.

Event description:
It was reported that there was a hole in the tube of the pleurx pleural catheter causing leakage. The catheter is in the pleura. The valve was changed and drainage was successful. No exposure to blood / bodily fluid. No medical intervention was reported. No patient injury was reported.

Manufacturer narrative:
H11: a sample was not returned for analysis, and photos were not provided for review. Based on the available information, a probable root cause for the reported failure mode could not be established since enough information was not provided to fully investigate this incident. A device history record could not be evaluated as the lot number is unknown. The complaint will be entered into the complaint management system and will be tracked & trended for future occurrences and reviewed/investigated through the quality data analysis process. D6a (medical device implant date), g3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), h6: annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.